Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #: (B)(6) h3: a medtronic representative went to the site to test the equipment. Testing revealed that 2d scan did not respond while completing tracker verification. Generator error #33 was found under the tech console. The generator lost communication. The power supply was replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned power supply. It was installed in a test system and the system didn't initialize and the generator didn't ready. Motion, communication and charging readied. The voltage drifted and measured at 5.55 vdc on the 5.10 vdc output. H6: b01, c07 and d02 apply to the system checkout. B01, c02 and d02 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the tracker verification was check and a complaint that sometimes the system was not responding to 2d/3d scan was observed. The accuracy tracker verification was checked. The manufacturer representative performed a 2d/3d scan and there was no response and no error observed. The next step was to replace the power supply. No patient was present at the time of the event. (B)(6) 2023 e1 rep: additional information was received stating that adjusting the power supply voltage made the ability to take 2d/3d images. From the manufacturer representative experience when this happens the power supply is not stable anymore and the voltage adjustment fixes the issue. The adjustment holds for an unknown amount of time. There was no secondary method that was used.